Event description:
A trilogy evo ventilator was returned to the manufacturer for the report of "out of order". The device was not in patient use. There was no report of harm or injury. During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" alarm occurred indicating the therapy central processing unit was still running in boot monitor software. The device's printed circuit board assembly was replaced to address the issue. Evaluation confirmed the allegation of the device being "out of order". Additional findings not related to the malfunction/issue: as part of preventive maintenance, it was noted the internal battery needed to be replaced, the in-line proximal filter was contaminated and needed to be replaced, the muffler assembly was replaced, the air foam inlet filter and particulate filter were replaced. Repairs and preventive maintenance were completed, and the device was inspected, tested and met acceptance criteria.